Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, no devices were received for evaluation as a result of the device being discarded by the user facility. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. (B)(4).

Event description:
It was reported that oxygen flow to a 7mm reinforced endotracheal tube became blocked just after a thyroidectomy procedure on a female patient started. The anesthesiologist immediately removed a full syringe of air from the tube prior to removing it from the patient and upon removal of the tube, it appeared that the main cuff was still inflated. The anesthesiologist believed that the main cuff blocked the distal end of the tube. The patient was re-intubated with a new tube and the procedure was completed successfully. There was no impact or injury to the patient and the patient was reported as doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.